Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port. Additionally, the battery gauge was fluctuating. The customer's blood glucose was 127 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.